Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Device is being used off labeled. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that first device worked great, but two weeks later the patient developed an infection at the battery site that traveled all the way up to the occipital. Ever since then, the lead placement just wasn't the same. The patient had to take pain medications with the ins. The patient had it replaced two more times. The patient had at least six surgeries related to their ins. No further complications were reported or anticipated.